Event description:
The pt underwent a pelvic floor procedure in 2004. The pt was hospitalized in 9 months with vesico-vaginal fistula and vaginal wall shrinkage. The pt underwent a vesico-vaginal fistula repair and treatment with triflucan. As of 09/2004, the event had resolved and the pt had recovered.